Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; bg values were not provided and cause was unknown. Customer administered manual injections to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.